Event description:
Boston scientific received information that the patient implanted with this lead reported that the lead did not hold in place and an additional surgical procedure was planned to resolve the issue. Additional information was sought from the local area sales representative, however, additional information was not available. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.